Event description:
It was reported that the burr was stuck on the guidewire. A rotawire guidewire was selected for use and was wiped with a wet compress upon unpacking. The rotawire guidewire and rotapro device were used together during the procedure. During retraction of the devices, the rotapro drill became stuck on the rotawire. Both the rotapro and the rotawire were removed manually and in dynaglide mode. The rotawire and rotapro were removed intact from the patient and the procedure was able to be completed. No patient complications were reported.